Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v779499, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a worsening of interstitial cystitis. It was noted that interventions included a cystoscopy and percocet, demerol 50mg and phenergan 25mg were prescribed on 2013 (B)(6). It was also noted that the patient's pre-existing condition worsened or was exacerbated. It was stated, the patient's signs and symptoms included severe bladder pain. It was further noted that this was an ongoing event.

Event description:
Additional information changed the event outcome from resolved without sequelae to an ongoing event. It was also noted another cystoscopy was done for an intervention.

Event description:
It was later reported on (B)(6)-2013 the patient had an outpatient cystoscopy, hydro distention, transurethral cauterization of bladder ulcers and wide caliber urethral dilation. It was stated the patient recovered without sequelae on (B)(6)-2013.

Manufacturer narrative:
(B)(4).